Manufacturer narrative:
A ge healthcare service representative confirmed the reported complaint. The trolley base was recommended for replacement.

Event description:
The hospital reported the unit's front left caster broke off during movement through the hospital. No reported injury, hospital personnel were able to stabilize the unit before it fell to the ground.